Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2009, inratio: 4.4, lab: 2.6, mean 3.5, confidence-limits: 2.0-5.0. Correlation data above were performed about 6 hrs apart. Three hrs is considered the reasonable length of time between two readings in order for comparison to be valid. Per internal procedure, the mean of the inratio meter and comparative sys inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Hence, functional testing is not required at this time, but meter will be tested if it is returned. No corrective action is required as no product deficiency was established. As of (B) (6) 2009, the meter is not expected to return. Hence, no further investigation will be required at this time.

Event description:
Caller alleged discrepant results compared with lab. Results as follows: date: (B) (6) 2009, inratio: 4.4, lab 2.6.